Event description:
It was reported that the single use aspiration needle did not deploy properly and punctured the sheath during a diagnostic procedure. The needle was properly locked inside the bronchoscope and the depth was set but the needle could not deploy during the second node and second pass. The needle fell outside the sheath while inside the scope instrument channel. The procedure was delayed by 30 minutes. No additional sedation was required. A second needle was opened and calibrated it in the airway that took additional 5-10 minutes while in the middle of the procedure, but the condition of the patient was not impacted by the failure. No reports of patient harm.